Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07159. It was reported, the patient had an mrsa infection at the ipg and lead sites. Fluid was noted at the ipg site. As a result, the ipg was explanted on (B)(6) 2015. On (B)(6) 2015, the doctor cut a section of the lead tails upon removal. The paddle portion of the lead remains implanted. Further intervention will be discussed with the patient's spine surgeon.

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07159. Follow-up revealed the remainder of the lead and a couple of anchors were explanted on (B)(6) 2015 due to concerns of (B)(6).

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.